Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has some signs of damage from the attempted insertion. The device was manufactured in 2018. The medical investigation concluded that this complaint from china reports that the 11 mm journey ii insert would not lock in. A larger size was used to complete the surgery. There was a delay of 10 min. Reportedly; the patient is in good condition. Smith and nephew has not received the operative reports to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The potential probable cause for this event is likely an improper surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, a 11mm journey ii bcs insert was used. When the gasket was implanted, it could not be locked firmly due to locking reasons. A bigger size insert was used to complete the surgery. No additional cuts were made for the new size insert. There was a delay of 10 min. The patient is in good condition.